Event description:
Pt mother noticed a no flow in alarm and found that there were stomach contents inside of the feeding bag. The tubing set was reversed. No pt injury occurred.

Manufacturer narrative:
The device(s) has not been returned. The complainant is unable to provide a lot number for the device. Without the lot number, the exp date and date of manufacture cannot be determined. An eval cannot be performed. No clinical injury to pt.